Manufacturer narrative:
After further review of additional information received. (H3) the evaluation noted that revision reported was likely the result of an of osteolysis, subsequent migration and loosening of the acetabular cup and ultimate fracture of the bone screw. However, this cannot be confirmed as the explants are not available for evaluation and additional information was not provided. The most probable root cause associated with the reported event of "loosening - acetabular" is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
Concomitant medical products: alt xle lnr ntrl g3 32 (cat# 01-030-40-0332 / serial# (B)(4)) alteon 6.5mm screw, 25mm (cat# 180-65-25 / serial# (B)(4) ) additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately 9 mos. Postop the initial l tha for this (B)(6) y/o female patient, the surgeon removed alteon cup, liner and bone screw. Cup became loose and the bone screw broke. Revised patient to larger size multi-hole alteon cup and multiple bone screws. Patient was last known to be in stable condition following the event. The device will not be returned for evaluation as devices were thrown away by nurse.